Event description:
The rptr stated that rptr did back to back blood glucose tests, with results of 314, 204 and 205 mg/dl. The tests were done within 1 minute of each other, using the same fingerstick. Rptr did not have any symptoms. A control solution test of 118 was in range. On followup, the rptr related an accurate technique of applying blood. Rptr checks the confirmation dot and compares strip to the color chart. No harm was alleged.